Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device station mini drawer 1.1 failed virtually, but not physically and displayed retry mode. A field service engineer (fse) found that the main station was not connecting to the internet or server and discovered that the network jacks were not functioning. The station was moved to a different area with a working network jack, but it still did not connect to the server. A technical support specialist (tss) confirmed that the media access control (mac) address reservation had not been completed by the information technology (it) department for the device. Once the reservation was completed, the station communicated normally, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, mini drawer 1.1 failed virtually, but not physically and displayed retry mode. The customer stated that malfunction data synchronization failure occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.